Event description:
(B)(4).

Manufacturer narrative:
The consumer found the side rail control had a stuck head up button which was damaged from a wheel chair. No further information is available on the repair of the bed at this time.